Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The device had intermittent button response due to moisture damage on keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.